Event description:
It was reported that during an implant procedure, there was difficulty placing the right atrial (ra) lead and the lead became stuck. When the lead was removed it was noted that the helix was over extended. A new lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.